Event description:
This is regarding the recalled philips respironics dreamstation devices. I have been on CPAP therapy since 2007. I had been using the recalled device since may 2018 (autocpap, model dsx500t11, serial number (B)(6)). Sometime around 6 months prior to the philips dreamstation recall of june 2021, I started noticing small bits of black stuff in my CPAP hose. Unfortunately I didn't take any pictures, not realizing the significance - I just thought I wasn't cleaning the hose sufficiently. I also started getting headaches every morning. I was downloading and reviewing the data regularly, and my ahi values were perfect as before, near 0, so I could not determine the cause of the headaches. After the recall, I immediately bought another brand of CPAP (resmed), but the last 3 years have still been difficult. Although I had never missed a single night of CPAP use in 14 years (diagnosed 2007), after the side-effects I was having and the subsequent recall, I was psychologically impacted. I have missed many, many nights of CPAP use in the last 3 years - it seems that my brain just doesn't trust going to sleep at night anymore, even with the new resmed device. Important to note, the device was less than 3 years old when I started noticing the black fluff and the headaches. I did not use an ozone cleaning device, and I changed the filters every week and cleaned the hose and humidifier regularly. I live in a normal home, with no excess humidity or any other weird configuration. I have already returned the device to philips as part of the recall, and received a refurbished one. I still do not trust it, so have returned that one as well as part of the new settlement, since I bought a replacement device immediately after the recall. I have not received any payment yet out of the settlement, but I have submitted the paperwork. I worked for philips healthcare many years ago, and was incredibly proud of the company. No longer - the whole thing is a disgrace and has been handled incredibly poorly by them. I have zero trust in philips anymore. I wanted to report my experience so that philips is held fully responsible - the foam degradation in my device had nothing to do with ozone cleaning or any other abnormal usage, and it was definitely giving me headaches. Hopefully I don't have any other long-term side effects like lung damage, cancer, etc. I'm sorry, I wish I had reported this immediately when I noticed issues or at least when the recall happened. Thank you.